Event description:
IV pump not working, changed tubing. The pump alarmed "occlusion upstream". After multiple minutes, unable to run levophed. The manufacturer has been notified and it has been identified that there are manufacturing issues with the IV tubing set's plastic material which causes upstream occlusions.